Event description:
Physician reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported rupture. The device will be explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening during analysis. Additional observations: yellow particles observed in the surface of the shell. Observed deformation on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.